Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation, no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058. User had an inaccurate reference, self. The person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on 27-jan-2021 to ensure the replacement products resolved. The initial concern - able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 241, 391, 154 and 174mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-125 mg/dl and expected pm fasting blood glucose test result is 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 164 mg/dl using the meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(4).